Event description:
I am a user of the omnipod insulin management system for over 5 years. In the last few months, I have had a failure rate of the pods exceeding 60%. My latest pod failure, this morning, caused my bg to reach 411; the average range is 80-120. The pod failed to alarm that there was a problem. I went to the "alarm history" in the pdm, the unit that interfaces with the pods, and found there was a communications error with the pod. The majority of other errors have been "pod error." These failures happen at random times when I cannot change out the pod at that time thus causing my bg to rise. Insulet corp. Has been good at replacing the failed pods (and not the lost insulin) but their quality problem has not improved; if anything has gotten worse. I love the system, when it works, as there is no tubing to deal with.